Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had replace battery now alarm. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for replace battery now alarm. Customer stated that the battery icon is showing almost dead. Customer stated that blood glucose was not relevant when this all began. Customer stated that originally at work when it happened. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated that last 3 times he has not gotten low battery alarm. Customer stated that, there were not unattended alarms. Customer stated that, the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now without a low battery warning. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm during testing.